Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Started lap but went to open - not due to ees device. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) a purse string was used, but not clear which technique. How was the purse string placed, by hand or with an assist device? Used our device for purse string. Was the spike of the trocar inserted lateral or through the staple line? Staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Heard the crunch. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? Not for this portion of the procedure was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes - tore tissue. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Was not successful due to tear from device. Did the operation change significantly as a result of the device issue? Sewing was required, but not other problems reported due to our device. What is the patient's age and sex? Gunshot victim - lots of adhesions from previous surgery. Not sure sex and age. Did a hcp other than the primary surgeon fire the instrument? Surgeon fired the device. Was there a recent conversion to ees devices in this account or with this surgeon? Using our devices on a trial basis.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open roux-en-y procedure, the surgeon heard the anvil click into place, the device was dialed down and then fired. The device fired as expected. However, when the physician tried to remove the device from the lumen of the newly created anastomosis, it would not come out. The surgeon had to use higher than expected force in order to pass the device through the lumen and it tore the tissue at the anastomosis line. The surgeon had to sew the tissue that was torn. There were no adverse consequences for the patient reported.